Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the error was observed in the log starting on 7/2/25 but could not be duplicated. The reported error is considered observed/verified. The main board was replaced to remedy. Further testing of the main board confirmed diodes to be defective. The board was scrapped. No emerging trend based on similar reports.